Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) sensor and experienced persistent pairing status when attempting to connect to the ilet despite entering the pairing code after device toggling. No adverse clinical symptoms reported. Outcomes included no impact on health and no need for medical intervention or hospitalization. User support included troubleshooting and user education on sensor start and pairing workflow. Investigation of this case revealed a pairing failure between the cgm and the ilet with no evidence of device alarm or patient harm. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or connectivity-related factors not indicative of device malfunction.